Manufacturer narrative:
Additional information received; it was reported that the endoleak was present in the limb during the initial implantation and a non mdt limb was additionally implanted. Serial number for pli-20 updated: etcf2828c49ej; s/n: (B)(6); use by date: 2021-09-17; upn #(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etcf2828c49e, s/n: unknown use by date: unknown; upn # unknown unk-cv-sr-endurant, s/n : unknown, use by date: unknown: upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in a patient for the endovascular treatment of an 60mm abdominal aortic aneurysm. It was reported that the patient had been followed up for 1 year and no endoleak was noted. It was stated that 13 months later, a CT was performed and enlargement in the diameter of aneurysm was observed of an unknown cause. Intervention was performed 3 days later. An angiography performed did not establish a clear cause of the aneurysm enlargement and a type ia endoleak was suspected at first. An endurant cuff etcf2828c49e was implanted on the proximal side. After that, an angiography was performed but the leak did not disappear. It was reported that when a catheter was placed inside the stent graft and the angiography was performed, a slight endoleak was confirmed from bifurcation to limbs. Following this, a type iiib endoleak was suspected and as result a non medtronic stent graft system was implanted inside to reline the endurant stent graft and the kissing balloon techinique was performed. A final angiography confirmed that the endoleak had resolved. As per the physician, the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine